Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the stent partially deployed. A contralateral approach was used to access the target lesion located in the superficial femoral artery (sfa). A 170mm eluvia¿ drug-eluting vascular stent system was selected for use. Deployment was initiated; however, the release system of the eluvia stopped deployment after only a third of the stent deployed. The surgeon attempted to open the handle and release the stent manually, but it was not possible to fully deploy the stent. The delivery system and partially deployed stent were removed from the patient. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the target lesion was 100% stenosed and highly calcified. There was high tortuosity in the iliac arteries. A non-bsc guidewire and 6fr non-bsc sheath were used. The lesion was pre-dilated. Only 1-2 cm of the stent initially deployed. The pullgrip did not work to complete deployment. When the partially deployed stent was removed from the patient, it was ¿destroyed¿. Stent fracture was noted. There were no patient complications and the patient condition was noted as ok.